Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported excessive no delivery alarms during a manual prime. The customer's blood glucose was 495 mg/dl. Troubleshooting was unable to determine the cause of the alarm since the customer did not change her infusion set. The customer also reported being in a diabetic coma that required hospitalization. The customer declined to troubleshoot any further. No additional information provided.